Event description:
It is reported that a customer's insulin pump would shut off without giving e a low battery alarm. The customer states that the power was restored when they reinserted the batteries, but the problem would occur again typically in the middle of the day. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the insulin pump was received with corroded battery tube. The insulin pump was received with operating currents within specification. No off no power alert. The insulin pump has cracked case at display window corners and with minor scratches on lcd window.